Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports getting false low readings on occasion. Analysis run on clark error grid using mean avg. Reding (66) as ref point vs bd readings (30, 101) yielded data points in the d range of the grid, outside of acceptable limits.